Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keypad failure. The customer reported that most of the keys in keypad were not working. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 80% or more of the keys on keypad was not working. A field service engineer swapped the keyboard, then worked in the application. The system functioned as intended after the field service engineer repaired the device.